Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was low so they were charging it and when they went to check how it was doing they realized the controller was unresponsive. The controller was fully blacked out and would not turn on even though it was charged up. Patient noted they reset the controller and it was working again but they were not sure if the controller battery was going dead or what. Patient was very concerned about the situation. Patient made a comment that its locked up and they could not unlock it, when asked to clarify what they meant they repeated the reason for call. During call patient verified no damage to the recharger or to the controller charging port. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The device was returned as part of this investigation. Analysis found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. There was no information to indicate that the event was related to a potential manufacturing issue. Therefore, a device history record (DHR) review was not performed. The complaint investigation determined that this event was similar to an event that had already been investigated. Therefore, no further action is necessary. See (B)(4) - intellis rtm failures. The root cause, if available, was documented in the referenced investigation record.